Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was using cold insulin. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer.